Event description:
It was reported that during a rotational atherectomy procedure, the floppy rotawire broke and remains in the pt's body. The tandem lesions being treated were located in the 80% stenosed, moderately tortuous and calcified mid left anterior descending artery (lad). First, another MFR's guidewire was advanced. Then, a 1.5 x 15mm maverick otw balloon was advanced. It is unk if the balloon was inflated. The floppy rotawire was then exchanged through the maverick otw balloon catheter. A 1.25mm burr was advanced and used for four runs for a total of 55 seconds. Then, a 1.5mm burr was attempted to be advanced, however, it could not advance past the left main. The floppy rotawire "kept bunching up", and the physician was not able to get the proper tension to advance the burr so he decided to abort the procedure. When he removed the burr, he realized a part of the wire was missing, and fluoro revealed the floppy tip of the wire in the distal lad. The physician was unable to remove the fractured segment of the wire from the distal lad. The pt has no symptoms, and the pt's condition was reported as "stable".

Manufacturer narrative:
The facility has confirmed that this guidewire has been disposed of; therefore, no direct prod analysis can be completed and no root cause determination can be made.